Event description:
It was reported that the pump module did not alarm for patient side occlusion. No further details were made available by the customer. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: annex a: a0709, annex b: b01,b14, annex c: c0201, annex d: d15, d02, annex g: g0301204. Device eval by manufacturer?, manufacturer narrative . A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the pump module did not alarm for patient side occlusion. No further details were made available by the customer there was patient involvement but no harm.